Event description:
It was reported that the patient presented in clinic for implant procedure. The right atrial (ra) dislodged after procedure and was confirmed by x-ray. Poor sensing and loss of capture were noted. The ra lead was repositioned successfully. The patient was stable.